Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred (alarm 30). Customer¿s blood glucose level was 240 mg/dl. Reportedly, the customer reloaded the same cartridge to resolve the issue.